Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.